Event description:
This introducer was noted on (B)(6) 2013 when the physician used an introducer since there was a problem in inserting the rv lead into the vein. A different introducer was then used and an implant of a different lead was attempted because the vein was closed. No adverse patient effects were reported. The leads were attempted implant and was out of service. The introducers were used as is. The physician was dr. (B)(6) at (B)(6) university, (B)(6) austria. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).